Event description:
It was reported that a 56-year-old female patient underwent a galaxy-assisted bronchoscopy procedure for a lesion in the right middle lobe (rml). The procedure was completed. After the procedure, while the patient was in post-operative recovery, a pneumothorax was identified on chest x-ray. A right chest tube was placed, and the patient was admitted to the hospital for management. The lesion was reported to be in a high-risk location, and pneumothorax was identified as a known risk/complication. The physician did not attribute the pneumothorax to the galaxy system and attributed the event to the lesion being in a high-risk location. No galaxy system malfunctions or system errors were reported during the procedure. Attempts to gather additional patient demographics were unsuccessful.

Manufacturer narrative:
Additional information provided by clinical representative confirmed that the chest tube was removed and the patient was discharged in stable condition after three days. The bronchoscope was discarded because the pneumothorax was not identified until after the procedure, while the patient was in post-operative recovery. The only tool used during the procedure was a superdimension 21g needle. Manufacturing records confirmed that the bronchoscope passed the final qa/qc check. Video review demonstrated that the galaxy system functioned as intended. During navigation, the user appeared to penetrate the parenchymal wall while moving closer to the lesion, followed by multiple needle biopsy passes within the af circle. Minor bleeding and tissue trauma were observed near the area of earlier parenchymal wall interaction. These findings support the physician's attribution of the pneumothorax to the lesion being in a high-risk location and are consistent with procedural and anatomical factors rather than a galaxy system malfunction. This MDR has been submitted because the patient experienced a pneumothorax requiring chest tube placement and hospitalization following a galaxy-assisted biopsy procedure. No malfunctions of the galaxy system or bronchoscope related to the patient injury were reported or observed during the investigation. The physician did not attribute the pneumothorax to the galaxy system and attributed the event to the lesion being in a high-risk location. Video review demonstrated that the galaxy system functioned as intended, with no evidence of device malfunction or abnormal system behavior that reasonably suggests galaxy system contribution to the reported pneumothorax.